Event description:
It was reported that during a lap cholecystectomy procedure, no function and the display showed handpiece error. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 6/30/2008. Evaluation summary: the hand piece was returned with the nose cone cracked and a loose mount. The damaged of the nose cone and a loose mount, could lead to issues with the assembly of the hand piece to the instrument. The analysis was performed and was found that the hand piece no longer meets the specifications for continuity. It was tested on a generator and it did not function. Further analysis, the deice was disassembled and found an isolator torn and moisture ingress inside of it. Due to this condition, it may lead to occurred an error code 3. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.